Event description:
The patient reported the device was "faulty". The device kept reading as normal, yet needed to be replaced for 1.5 years. It was "defective". No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient has felt a weaker pulse and a drop in blood pressure. The patient was told at their last check-up that the pacemaker had 8 months of battery life remaining. (B)(6) 2010: the patient reported that their pacemaker was faulty. Though when interrogated the device read normal, in actuality it had needed to be replaced for the last 1.5 years. The doctor documented the defective pacemaker. The device was replaced. No patient complications have been reported as a result of this event. (B)(6) 2010: follow-up with the last known clinic and they reported that they have not seen the patient since the (B)(6) 2006. They have no record of patient device being faulty. They do not know who is following the patient at this time.